Manufacturer narrative:
(B)(4). Investigation: upon visual inspection, the tubing had been inadequately inserted into the bond socket during manufacturing. The DHR was reviewed and there were no issues. The lot met all acceptance criteria for release and did not have any deviations that would have contributed to this issue. The rdf (run data files) were analyzed to verify that the optia system had shown the "seal ac, saline, and bag lines" message, which it did. It was confirmed that the customer did receive the screen that asks them to seal off the bags. The optia functioned as intended. Root cause: this is considered to be a manufacturing error. Conclusion: manufacturing error.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. A "leak detected" alarm occurred at three hours into the procedure. Product leaked from inside and underneath the spectra optia. Customer stated that they were not willing to share patient information and medical intervention.